Event description:
It was reported through a slice c form that a vns pt had a suicide gesture/attempt. The event was categorized as moderate/serious. At the moment the relationship of the suicide attempt to vns therapy is unk as good faith attempts to obtain additional info from the treating clinician have been unsuccessful to date.